Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The reported condition was not directly verified. However, blown fuses were found during the visual inspection. Blown fuses are related to the reported problem of an f-66 alarm. To correct the condition, the blown fuses were replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-66 alarm. This occurred when the device was powered on. There was no patient involvement. No additional information is available.